Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a small remaining piece was visualized and this was removed separately'), uterine perforation ('perforation ¿ other/the essure from the patient¿s left fallopian tube was seen to be protruding three-quarters of the way into the uterine cavity/ perforation (uterus)'), fallopian tube perforation ('fallopian tube perforation'), embedded device ('apex of the device is close to serosal layer but could lie within interstitial portion of the fallopian type or within the myometrium') and device dislocation ('migration/the right essure device was not able to be visualized/ migration of essure device location of device: left coil in uterus/ right coil unknown') in a 38-year-old female patient who had essure (ess205) (batch no. 12266007) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included yeast infection, vaginal itching, vulval erythema, gardnerella infection, irregular periods and thrombosis. Concomitant products included metronidazole (flagyl), nsaids since (B)(6) 2005, paracetamol (acetaminophen) since (B)(6) 2005, progesterone and terconazole (terazol). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain ("physical pain/pain ¿ pelvic / abdominal"), menorrhagia ("bleeding ¿ menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), migraine ("migraines/headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and anxiety ("mental anguish/mental anguish"). On (B)(6) 2008, the patient experienced vaginal infection ("bladder / urinary problems ¿ vag. Infect."), 3 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding ¿gen. Abnorm. Bleed") and abdominal pain ("pain ¿ pelvic / abdominal"). The patient was treated with surgery (surgical removal of coil(s), dilation and curettage). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, embedded device, device dislocation, abdominal pain, depression, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, migraine and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, vaginal infection, vaginal haemorrhage and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2016, (B)(6) 2002 ( as per pfs). Patient received treatment for menorrhagia (heavy menstrual bleeding), genital bleeding, migration, perforation and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Total bilateral occlusion. A coil like device is present extending from the body of the left uterus into the proximal left fallopian tube. Bilateral essure devices are present. The one on the left extends from the left fornix into the tube. The other on the right is proximal and appears to be within the proximal portion of the fallopian tube. There is no evidence of contrast material passing beyond the left fornix or beyond the proximal portion of the right fallopian tube which is proximal to the right essure device.. Imaging procedure - on (B)(6) 2005: essure confirmation test(s) (unspecified) bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2009: obliquely oriented echogenic linear focus/mass consistent with displaced essure device in patient who does not have history of iud. Possibility of extending into myometrium. Apex of the device is close to serosal layer but could lie within interstitial portion of the fallopian type or within the myometrium. Myometrial position is felt to be most likely. X-ray - on (B)(6) 2006: normal left hip. Osteitis pubis, particularly on the left. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: migraine/headaches, vaginal discharge, fatigue, menorrhagia, vaginal infection. Concerning the injuries reported in this case, the following ones were reported via medical records:endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: event outcomes were updated from unknown to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a small remaining piece was visualized and this was removed separately'), uterine perforation ('perforation ¿ other/the essure from the patient¿s left fallopian tube was seen to be protruding three-quarters of the way into the uterine cavity'), embedded device ('apex of the device is close to serosal layer but could lie within interstitial portion of the fallopian type or within the myometrium'), device dislocation ('migration/the right essure device was not able to be visualized') and genital haemorrhage ('bleeding ¿gen. Abnorm. Bleed') in a 38-year-old female patient who had essure (ess205) (batch no. 12266007) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included yeast infection, vaginal itching, vulval erythema, gardnerella infection, irregular periods and thrombosis. Concomitant products included metronidazole (flagyl), nsaids from (B)(6) 2005 to (B)(6) 2009, paracetamol (acetaminophen) from (B)(6) 2005 to (B)(6) 2009, progesterone and terconazole (terazol). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain ("physical pain/pain ¿ pelvic / abdominal"), menorrhagia ("bleeding ¿ menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), migraine ("migraines/headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and anxiety ("mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain ¿ pelvic / abdominal") and vaginal infection ("bladder / urinary problems ¿ vag. Infect."). The patient was treated with surgery (surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device breakage, uterine perforation, embedded device, device dislocation, genital haemorrhage, abdominal pain, menorrhagia, depression, vaginal infection, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, migraine, vaginal discharge and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2016, (B)(6) 2002 ( as per pfs). Patient received treatment for menorrhagia (heavy menstrual bleeding), genital bleeding, migration, perforation and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Total bilateral occlusion. A coil like device is present extending from the body of the left uterus into the proximal left fallopian tube. Bilateral essure devices are present. The one on the left extends from the left fornix into the tube. The other on the right is proximal and appears to be within the proximal portion of the fallopian tube. There is no evidence of contrast material passing beyond the left fornix or beyond the proximal portion of the right fallopian tube which is proximal to the right essure device.. Imaging procedure - on (B)(6) 2005: essure confirmation test(s) (unspecified) bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2009: obliquely oriented echogenic linear focus/mass consistent with displaced essure device in patient who does not have history of iud. Possibility of extending into myometrium. Apex of the device is close to serosal layer but could lie within interstitial portion of the fallopian type or within the myometrium. Myometrial position is felt to be most likely. X-ray - on (B)(6) 2006: normal left hip. Osteitis pubis, particularly on the left. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: migraine/headaches, vaginal discharge, fatigue, menorrhagia, vaginal infection. Concerning the injuries reported in this case, the following ones were reported via medical records:endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of ptc. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a small remaining piece was visualized and this was removed separately'), uterine perforation ('perforation ¿ other/the essure from the patient¿s left fallopian tube was seen to be protruding three-quarters of the way into the uterine cavity'), embedded device ('apex of the device is close to serosal layer but could lie within interstitial portion of the fallopian type or within the myometrium'), device dislocation ('migration/the right essure device was not able to be visualized') and genital haemorrhage ('bleeding ¿gen. Abnorm. Bleed') in a 38-year-old female patient who had essure (ess205) (batch no. 12266007) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included yeast infection, vaginal itching, vulval erythema, gardnerella infection nos, irregular periods and clot blood. Concomitant products included metronidazole (flagyl), nsaids from (B)(6) 2009, paracetamol (acetaminophen) from (B)(6) 2009, progesterone and terconazole (terazol). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain ("physical pain/pain ¿ pelvic / abdominal"), menorrhagia ("bleeding ¿ menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), migraine ("migraines/headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and anxiety ("mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain ¿ pelvic / abdominal") and vaginal infection ("bladder / urinary problems ¿ vag. Infect."). The patient was treated with surgery (surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device breakage, uterine perforation, embedded device, device dislocation, genital haemorrhage, abdominal pain, menorrhagia, depression, vaginal infection, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, migraine, vaginal discharge and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2016, (B)(6) 2002 ( as per pfs). Patient received treatment for menorrhagia (heavy menstrual bleeding), genital bleeding, migration, perforation and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Total bilateral occlusion. A coil like device is present extending from the body of the left uterus into the proximal left fallopian tube. Bilateral essure devices are present. The one on the left extends from the left fornix into the tube. The other on the right is proximal and appears to be within the proximal portion of the fallopian tube. There is no evidence of contrast material passing beyond the left fornix or beyond the proximal portion of the right fallopian tube which is proximal to the right essure device.. Imaging procedure - on (B)(6) 2005: essure confirmation test(s) (unspecified) bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2009: obliquely oriented echogenic linear focus/mass consistent with displaced essure device in patient who does not have history of iud. Possibility of extending into myometrium. Apex of the device is close to serosal layer but could lie within interstitial portion of the fallopian type or within the myometrium. Myometrial position is felt to be most likely.. X-ray - on (B)(6) 2006: normal left hip. Osteitis pubis, particularly on the left.. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: migraine/headaches, vaginal discharge, fatigue, menorrhagia, vaginal infection. Concerning the injuries reported in this case, the following ones were reported via medical records:endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: pfs & mr received- lot number was added. New events a small remaining piece was visualized and this was removed separately, abnormal bleeding (vaginal), apareunia, dysmenorrhea, dyspareunia, fatigue, migraines/headaches, nausea, vaginal discharge and mental anguish were added. Event psych injury was updated to depression. The outcome of event pelvic pain was updated from unknown to recovering. Event onset date was added. Explant date was added. Concomitant drugs, lab data and medical history were added. Patient's race were added. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation ¿ other'), device dislocation ('migration') and genital haemorrhage ('bleeding ¿gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pain ¿ pelvic / abdominal"), abdominal pain ("pain ¿ pelvic / abdominal"), menorrhagia ("bleeding ¿ menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and vaginal infection ("bladder / urinary problems ¿ vag. Infect."). Essure (ess205) treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, psychological trauma and vaginal infection outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, perforation, psychological trauma and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2016. Patient received treatment for menorrhagia (heavy menstrual bleeding), genital bleeding, migration, perforation and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded.. Imaging procedure on (B)(6) 2005: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received- model number was updated from ess305 to ess205, new events-" pain pelvic / abdominal, bleeding menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed, psych injury, migration/ perforation other and bladder / urinary problems vag. Infect", lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.